Manufacturer narrative:
The device was received. The investigation summary - complaint description: it was reported that on (B)(6) 2018, the tip of the stardrive screwdriver shaft had twisted and did not fit properly into the head of the cortex. While the surgeon was putting the screw through the plate, the head of the screw was stripped but was inserted successfully into the plate. The plate had no malfunction. There was a surgical delay of ten (10) minutes due to an attempt to remove the screw. It was noted that the stripped screw still provided adequate fixation for this procedure but may be difficult to remove in the event that the hardware should ever need to be removed. Procedure was successfully completed. Patient status is unknown. Flow: damage: visual (appearance not as expected) visual inspection: the returned device was examined and was found the distal tip was found to be stripped. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A review of the device history records: device history lot, part # 03.130.010, synthes lot # 9923516, supplier lot # na, release to warehouse date: 29 apr 2016, manufactured by synthes (B)(4), no ncr's were generate during production. Device history batch null. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the tip of the stardrive screwdriver shaft had twisted and did not fit properly into the head of the cortex. While the surgeon was putting the screw through the plate, the head of the screw was stripped but was inserted successfully into the plate. The plate had no malfunction. There was a surgical delay of ten (10) minutes due to an attempt to remove the screw. It was noted that the stripped screw still provided adequate fixation for this procedure but may be difficult to remove in the event that the hardware should ever need to be removed. Procedure was successfully completed. Patient status is unknown. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity # 1). This complaint involved two (2) devices. This report is 1 of 2 for (B)(4).